Event description:
A patient was under general anesthesia for a ventral hernia repair. Physician reports that the ethicon endosurgery ultracision harmonic scapel curved shears tip broke under "unusual stress." Surgeon was attempting to grasp and pull; not cut. No defect in the instrument. No adverse effect for patient.